Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a surgical procedure at the user facility an ortholock pin was broken off in the left tibial bone during a navigated procedure. The pin was intentionally left to prevent further harm at the discretion of the surgeon. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility an ortholock pin was broken off in the left tibial bone during a navigated procedure. The pin was intentionally left to prevent further harm at the discretion of the surgeon. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.